Manufacturer narrative:
B5: follow up information was received stating that ¿the cassette had no problems¿ the issue was only that the patient could not use it because of a problem with the dialysis fluid connection. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Due to the additional information received, the homechoice cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a bad connection of a homechoice cassette which resulted in a leak.this occurred before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.